Event description:
A fax was sent on 07/01/1998 from a facility requesting training course info on the biopsys mammotome breast biopsy system. Upon further investigation it was discovered a product inquiry had been reported to biopsys by the rep on 05/19/1998 (cer # 980772) regarding an event that occurred on 05/19/1998. This report was faxed to biopsys. The report read "during the deployment of a micromark clip resistance was felt during retraction." "The sleeve detached and remained in the pt's breast." "It was immediately removed with tweezers." "Rep reports the tech deployed the clip after the radiologist left the room." "This was the third clip attempted for deployment." "Upon examination part of the ultem tube was clearly sliced off with the sleeve." "Product to remain with risk management dept at the hosp." "Customer claims that after 2 clips didn't deploy on the 3rd clip attempt the sleeve detached and was left in the pt's breast." "They later removed sleeve with tweezers." "No product to be returned." A medwatch report was rec'd on 09/01/1998 and it reads "after deploying the clip, the guide was retracted and the metal tip apparently broke off, leaving about 10mm into the breast." "Pt had to go to the emergency room for removal."